Event description:
It was reported that a home patient (hp) needed re-priming assistance and that the hp was connected during prime. The hp stated she hooked up before the hc primed successfully and realized it when she was already hooked up. The hp already disconnected and knew she would need to start over with all new supplies on the hc, but needed assistance to get the hc back to the very beginning set up stage. Tsr assisted as requested and the hp understood. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected before the homechoice primed successfully. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.